Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: at first sight, the implant exhibits no visible damages. A visual inspection of the cross connector was performed on the clamping areas; pressure marks were found. The pressure marks at the fix side of the claw is at opposite side than the mark at the movable side of the claw. The manufacturing documents have been checked and found to be according to the specification valid during the time of production. There are no further complaints with this lot at hand. The root cause for the problem is most probably usage related. A CAPA is not necessary.

Event description:
It was reported by the healthcare professional to the company sales representative "due to the patient's osteochondritis lwk 4/5, the surgeon used the cross-connector to set the rod in place for the surgery. Complications occurred during the operation because the cross-connector could not be placed. The rod was exposed on both sides and the spinous process was removed by the surgeon for easier placement. The cross-connector was first opened. All three screws were turned back completely and then it was put on and first tried to fasten the screws to the rods. This caused the cross-connector to slip up. Instead of the rod end, it slid over the rod again and again. Finally, a defect in the cross-connector was detected, probably due to multiple manipulations. As a result, a new cross-connector (shorter variant) was opened, as the surgeon felt that the previous cross-connector could be shorter. However, this was not confirmed, as the same error occurred with the second cross-connector. After all, the surgeon treated the patient without a cross-connector, which results in less stability of the treatment. It was reported that there is temporary damage that will heal fully and will likely not negatively influence the patient in the future. All medwatch submissions related to this report are: 9610612-2018-00476.